Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use were observed. Visual analysis did not reveal any defects or anomalies on the catheter. The catheter body length measured 166 mm, which is within the specification limits of 157-177 mm per catheter product drawing. The catheter body outer diameter measured 2.49 mm, which is within the specification limits of 2.39-2.49 mm per catheter extrusion product drawing. The catheter was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed when all three lumens were flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter-lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was not confirmed through complaint investigation of the returned sample. All three lumens passed functional leak testing performed per iso 10555-1 and no evidence of leakage, backflow, or inter-lumen crossover was observed with any of the lumens. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and functional testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident occured on (B)(6) 2024. The central catheter was inserted in the operating theatre. Whilst arriving in the department, the nurse noticed that the catheter was leaking. The liquid leaked out. The catheter was removed and replaced."